Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was lumbar degenerative scoliosis. It was reported that, while bending the rod, a cracking sound was heard. Due to the possibility of a fracture, it was replaced with a new product, and the operation was successfully completed. Procedure/technique performed was posterior fixation of thoracic vertebra. There were no patient symptoms reported. No further complications reported regarding the event.

Manufacturer narrative:
G2: country of event: japan. G4: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (cd horizon® spinal system, product ID:1475501120, 510k # k113174 and UDI # (B)(4)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part # 1475101120 ; lot # 0984744w visual inspection confirmed normal wear marks/indentions from the seating of the rod and tightening of the screw. Optical inspection did not reveal any cracks in the rod. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.